Manufacturer narrative:
Summary of eval: the tibial and aptellar components can not be evaluated for the reported insert and patella wear and patellar component disassociation as they have not been returned to co. The lot codes have not been supplied so that a review of the device history records for these components is not possible. Attempts to obtain the device and lot code info have been unsuccessful. Info provided stated that the pt had fallen on her implant.

Event description:
The pt fell and subsequently experienced persistent pain. Revision surgery revealed polyethylene wear of the tibial insert and patella. Both devices were removed and replaced.